Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted user to attempt a remote resolution and was informed that the drawer had already been recovered. The fse followed up with user, later confirmed that the drawer issue was resolved, and no further action was required. The call was closed accordingly. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es read/write or invalid error occurred, and the entire main drawer 2.1 cubic memory was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.